Event description:
It was reported that swelling on the insertion site of the patient was noted after catheter insertion during use. The catheter was replaced and the patient was fine. There were no allegations of product malfunction. Per additional information from the sales rep, the swelling was noted on the next day after the catheter insertion. The catheter was replaced at the same location. No new stick or incision was required since the guidewire was used. No additional treatment was required due to swelling. The swelling has subsided and it is no longer observed. The catheter was used for cardiac blood vessel surgery. Patient demographic information and further information including the specific location of the insertion site or whether there was any discoloration was requested but unavailable. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Per additional follow up with sales rep, further information including the specific location of the insertion site or whether there was any discoloration was unable to be obtained. The catheter was inserted in the patient on (B)(6) 2024. On the next day, (B)(6), 2024, the swelling was noted. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. Although there were no allegations of product malfunction, the customer requested product evaluation to confirm whether there were any damages, such as peeling on the catheter body the reported event of swelling at insertion site after catheter insertion was not able to be confirmed on the returned triple lumen oximetry catheter. No visible inconsistency was observed from returned catheter, especially catheter tip, during visual examination. All thru lumens were found to be patent and did not leak. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As per complaint description, there was no malfunction with the device. In addition, the complaint affected unit was returned for evaluation and no defect was found. Therefore, a product non conformance or device failure associated to manufacturing or design could not be confirmed. Investigation results indicate the root cause is likely related to device handling, patient anatomy, or other procedural factors. The instructions for use states, sepsis or infection, positive catheter tip cultures resulting from contamination and colonization have been reported, as well as incidences of septic and aseptic vegetation in the right heart. Increased risks of septicemia and bacteremia have been associated with blood sampling, infusion of fluids, and catheter related thrombosis. Preventive measures should be taken to guard against infection e.g., use of sterile technique, application of topical antibiotic ointment, changing of sterile dressings as indicated by institutional policy, and disinfecting the injection caps before entry with syringe needle as well as the frequent assessment of the continued need for hemodynamic monitoring. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions or conditions for the successful use of the device. No corrective or preventative actions are required at this time.